Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The device completed the priming sequence earlier than expected. The needle could not fail to retract, for the needle never deployed. The data presented timeouts and a drive stall. The device was reset and rerun, and the rerun data presented timeouts. The cause of these timeouts and drive stall could not be determined. The drive stall the device experienced prevented the needle from deploying by the end of the priming sequence.